Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample of a secondary infusion set was submitted with a primary infusion set. The customer complaint of component damage - no leak was verified by visual inspection. Evaluation of the secondary infusion set showed that the tip of the male luer connection cracked into the 1st smartsite of the primary infusion set. Inspection of the primary infusion set, included with the secondary set, revealed that the male luer connection tip was still inserted into the y-site smartsite. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause for the failure seen in this complaint is that an excessive force was used when attempting to connect the secondary set to the primary y-site smartsite. The force was enough to crack the tip of the tubing of the male luer connector into the y-site smartsite. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd" tubing set was damaged. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "a secondary tubing set that was not originally reported by the customer was received at the dchu on (B)(6) 2021 with the primary set of 2420-0007. The dchu identified a defect of component damage with this secondary set on (B)(6) 2021."